Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A visual inspection was performed and no issues were noted. Device to device testing, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Seal surface integrity testing was performed and no leaks were observed. Dimensional inspection was performed and the patient connector was found to be within specification limits. Torque testing was performed and found to meet specifications. The reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set became detached. It was further described as "leaving the blue part on one side and the white part connected to the titanium adapter on the other." This occurred during draining. The patient was given ciprofloxacin prophylactically. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.